Event description:
It was further reported that the target lesion was located in the non calcified first diagonal artery. It was noted that the 2.50x12mm liberte bare stent dislodged from the stent delivery system (sds) and then moved to the mid left anterior descending artery (lad). The lesion was post dilated with a 1.5mm maverick balloon followed by a 3.0mm quantum balloon which was inflated to 18atms. Final angiogram showed good results in the mid lad with 0% residual stenosis. The patient was discharged the following day.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 95% stenosed target lesion was located in the diagonal artery. A 2.50x12mm liberte bare stent delivery system (sds) was advanced to the lesion and when the physician began to deploy the stent it dislodged from the sds. A choice guide wire was inserted into the stent and then a quantum balloon was inserted into the stent and was inflated, deploying the stent in the artery. A maverick balloon catheter was advanced to the lesion for angioplasty and the balloon was inflated with good results. The procedure was completed at this point with no additional patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).